Event description:
It was reported that when using the bd pyxis¿ es server, the customer reported being unable to undo the discharge for a patient, with the system displaying an error indicating that the undo discharge timeframe had already passed. The customer attempted to undo the discharge and transfer the patient; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was recovered by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.